Event description:
It was reported that during testing conducted at the manufacturer facility the bur was coming out of the cordless driver high speed bur attachment during operation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the bur was coming out of the cordless driver high speed bur attachment during operation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to be affected by fibers. The device was discarded by the manufacturer.